Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted a partial suture and one needle. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. The needle was observed to be detached from the suture. It was observed, under magnification, that instrument marks were present on the swaged end of the needle. The retainer was inspected with no abnormalities. As no sealed products were returned, functional testing was precluded records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. The observed instrumentation damages suggested that the needles were grasped improperly at the swaged end of the needle during application. Firmly grasping the needle at the swaged end can deform the crimp and cause the needle to disengage from the suture. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device needle easily detached from the root. They used another device to complete the case. The patient status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.